Event description:
It was reported that during a routine follow up this device triggered safety mode. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Should the device be returned analysis will be conducted and this investigation will be updated.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine follow up this device triggered safety mode. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a routine follow up this device triggered safety mode. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a routine follow up this device triggered safety mode. The device was explanted and expected to be returned. No additional adverse patient effects were reported.